Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. The physician was unable to remove or advance the lead due to pocket calcification. The rv lead was surgically abandoned and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.